Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: tip breakage. The probable root causes could be excessive force applied by user. Contact force with a hard surface/other surgical instrument. (B)(4).

Event description:
It was reported that the distal tip of the cannula broke off some plastic pieces.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the distal tip of the cannula broke off some plastic pieces.